Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - d1, d4 (version model, catalog, UDI). The customer stated that the patient had just been transferred from an outside hospital and arrived with a cardiosave device belonging to the originating facility. The device was to remain with the patient at morton plant. Upon arrival, the cardiosave was not receiving ac power from the wall outlet. Esp personnel instructed the customer to remove, reinstall, and reseat the rescue module into the hybrid console. This action restored ac power to the device, allowing it to receive wall power and charge the batteries.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings), h11.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using cardiosave intra aortic balloon pump (iabp) the reporter called stating they just received a patient from an outside hospital. The cardiosave is not theirs and it is not receiving ac power from the wall outlet. No harm or injury to the patient was reported.